Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the connection at the headset on the patient's infusion set was broken and leaking. No adverse event was reported. The infusion set was requested to be returned for product evaluation.